Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. To resolve the problem, the engineer substituted the flex vision pc and tried to reboot the system. However, the system was unable to initiate because of a malfunction in the host pc. To resolve the problem, the host pc was replaced and return the parts for further analysis only it showed that there was power supply failure and damaged chassis failure was observed. After replacement of dvi matrix, dvi sl dp, flex vision pc and host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was randomly cutting off during the procedure, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.